Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that while charging the patient had trouble with the implantable neurostimulator (ins). It burns when the patient charges. When the patient charged last week to full charge, it got warm and the skin got warm the time before that, it got so hot that the patient had to take the recharger off. The heat during recharge started "probably a couple to 3 months ago." It was noted that the patient did not know if the issues were due to weight gain and if there was scar tissue causing the issues. A health care provider (hcp) appointment was scheduled for (B)(6) 2018. The ins site was sore and hurt starting on (B)(6) 2018. No further complications were reported.